Manufacturer narrative:
The report of the autopulse platform (sn: (B)(6) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause is due to a defective processor board likely due to wear and tear. The processor board was replaced on 2016. Upon visual inspection of the platform, encoder cover and motor cover were cracked. These physical damages found during visual inspection are characteristics of wear and tear. These observations are not related to the reported event. The autopulse platform is a reusable device and was manufactured on 22 january 2007 and has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, confirming the reported event. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). Pending service and replacement of encoder cover, motor cover and processor board the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number: (B)(6). Ccr 23059 reported on 23 may 2016, the processor board was replaced.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.